Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
During a news clip regarding convalescent plasma treatment for a covid-19 patient with multiple sclerosis (ms), a trima device was shown. Per the news clip, the patient was showing signs of improvement, however, the patient expired about a month after treatment. At this time there is no indication that the device caused or contributed to the patient death or confirmation that the trima device was used for the treatment for this patient. Patient weight is not available at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Event description:
The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10 and corrected information in d.2, d.4, h.5 and h.8. Investigation: per internal medical review and analysis, the device did not cause or contribute to this incident. Root cause: based on the clinical findings, the cause of the patient's death was complications related to the covid-19 virus.

Event description:
Attempts to obtain additional information from the news station, including further patient information, were unsuccessful; therefore, the source of the plasma remains unknown.

Manufacturer narrative:
Investigation: attempts to obtain additional information from the news station were unsuccessful; therefore, the source of the plasma remains unknown. The lot number was not provided, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The news story stated the patient, who died after suffering multiple strokes, was one of the first covid-19 patients in (B)(6) to receive the experimental treatment of convalescent plasma in early april. The patient, who had been diagnosed with multiple sclerosis, showed signs of improvement after receiving the convalescent plasma treatment. Just before he died, he was off the ventilator and was working with therapists. It was noted that he was able to listen to music and mouth the words to the songs. However, a series of blood clots ultimately led to two strokes from which he could not recover. The news story also noted blood clotting is a known symptom that physicians say can appear in covid-19 patients, especially severe cases. According to a vascular surgeon at (B)(6), "it¿s not the most common symptom of covid and it tends to, at least in the patients we¿ve seen, present after they had their most significant symptoms of covid." She further stated that studies have shown 17 to 30 percent of covid-19 patients will develop some kind of cardiovascular complication since the virus creates an inflammatory response, damaging the inside of the arteries and blood vessels and causing the blood to thicken. Based on the clinical findings, the death was not related to anything other than the patient's medical condition. There is no evidence to indicate that the trima device caused or contributed to the patient¿s death. Investigation is in process. A follow up report will be provided.